Manufacturer narrative:
This initial MDR with manufacturer report number 3006705815-2019-00631 was submitted with incorrect manufacturing site 3006705815 - st. Jude medical - neuromodulation (B)(4) in error. The manufacturing site should have been 2938836 st. Jude medical, inc. (B)(4) instead of 3006705815 - st. Jude medical - neuromodulation (B)(4). Analysis was normal. No anomalies found.

Event description:
New information received states that the physician do not allege infection was related to the device or procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was diagnosed with sepsis. The source of the infection was not determined. The implantable cardioverter was explanted on (B)(6) 2019 and the patient was stable throughout.